Event description:
Customer reportedly received a blood glucose result of 9 mg/dl on the advantage system (result outside meter reading range of 10-600 mg/dl). Self treated with juice and food and felt better. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.